Event description:
Edwards received notification of a pascal precision in mitral procedure where a late slda happened. The device was a2-p2 medial 1-7 positioned. Pml grasp was not easy to see but after a few grasps, the physicians were confident with the grasp and decided to release. The device was stable with a good outcome and mitral regurgitation (mr) was reduced from 4 to 1. On post op day 2, the physician reported an slda of the posterior leaflet during a follow up tee. Mr at the time of the slda was 3+ and a redo procedure was planned with a pascal precision ace device medial from the slda to address the remaining prolapse and to stable the first device. During the redo procedure, two pascal precision ace devices were implanted, one medial and one lateral from the detached device. The mr after the procedure was 1+.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on the report from the clinical specialist indicating visibility of slda on imaging and performance of follow-up procedure. Available information suggests imaging factors likely contributed to the event due to the clinical specialist report stating the pml was difficult to see. These events are not associated with device malfunctions or manufacturing nonconformances. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.